Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that she just got up this morning and saw her sugars were high at 323mg/dl. Customer¿s current blood glucose value was 464 mg/dl. Customer gave herself an injection. Customer stated that the drive support cap was flush. Customer was assisted in performing high pressure test and it passed. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test and basic occlusion test due to reservoir tube lib broken off.